Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.